Manufacturer narrative:
The getinge company representative reported that he evaluated the iabp unit and determined that no repair was needed. The facility's biomed technician connected a simulator to the iabp, and was unable to reproduce the issue. No parts were replaced. The iabp unit was returned to service. The getinge company representative reported that he evaluated the iabp unit and determined that no repair was needed. The facility's biomed technician connected a simulator to the iabp, and was unable to reproduce the issue. The customer reported that a faulty simulator was used initially. The iabp unit was returned to service.

Event description:
The customer reported during an in-service, utilizing a simulator, they attempted to demonstrate the "iab disconnected" alarm, but after pulling the helium extender tubing from the unit, the cardiosave intra-aortic balloon pump (iabp) continued to pump with no catheter attached. The demonstrator shut down the machine and sent the unit to biomed to simulate with the EKG cable instead of a simulator. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that during an in-service training while utilizing a simulator when they attempted to demonstrate the cardiosave "iabp disconnected" alarm but after pulling the helium extender tubing from the intra-aortic balloon pump (iabp) it continued to pump with no catheter attached and no alarm generated. The demonstrator shut down the iabp and sent the unit to their facility biomedical engineer. No patient involvement or adverse event reported.